Event description:
It was further reported that the lesion being treated was 90% stenotic. The physician used a 6f wiseguide guide catheter and a choice pt guidewire to cross the lesion. The balloon rupture occurred on the first inflation. The patient's condition during this event was described as "unstable". The maverick2 monorail balloon was being used to predilate the lesion prior to placement of a taxus liberte stent. Another maverick balloon was used and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'stable'.

Event description:
During a ptca / stenting treatment procedure, the maverick2 monorail 9/2.5 mm balloon ruptured at six atms. The pt was asymptomatic during this event. The lesion being treated was in a tortuous left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure.